Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unresponsive. It was also noted the programmer would not turn off. The status of the programmer is unknown. No patient complications have been reported as a result of this event.